Event description:
It was reported that an ilet displayed a persistent ¿delivery completed¿ screen after a meal announcement and could not be exited after unlock, consistent with a hardware screen unresponsive issue; the user¿s blood glucose was elevated to 231 mg/dl for about one hour and no alarms occurred. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, or other acute sequelae. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included troubleshooting and education with arrangements for device replacement and return of the original device for evaluation. Investigation of the returned device revealed no device display or user interface malfunction that impeded normal operation of the ilet.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance